Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore we are unable to determine the associated labeling and dfmea to review. If additional info is received a f/u report will be submitted. "Lawyer-filed report - (B)(4)".

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to:postoperative hematoma, which may occur following the implant procedure - temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant - perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage - transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4).

Event description:
Per additional information received, the patient has experienced blood loss, pain, infection, pain during intercourse, unspecified trouble with bowel movements, unspecified trouble with bladder and required additional non-surgical interventions.